Event description:
It was reported that the insulin pump alarmed an error and had a protruding drive support cap. The blood glucose reading was 154 mg/dl. The customer stated that the insulin pump also alarmed low reservoir even though she had half of the reservoir left. She also noted that the insulin pump had a cap but that it was no longer there; it was unclear which cap the customer was referring to. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection.